Manufacturer narrative:
(B)(4). The returned ipg was analyzed and the complaint was confirmed. The device exhibited excessive sleep current leakage. A hot spot was observed on u2-asic. Several charge attempts were made, but the battery could not keep up with charging due to fast battery depletion. The source of the device damage was due to the performed diathermy of the fusion.

Event description:
A report was received that the patient was experiencing difficulty charging her ipg and it would not communicate with the remote control. The patient had recently undergone a non-device related surgery where diathermy had been used. The physician assessed that the ipg was damaged due to the diathermy. The patient underwent an ipg replacement procedure and was doing well post-operatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing difficulty charging her ipg and it would not communicate with the remote control. The patient had recently undergone a non-device related surgery where diathermy had been used. The physician assessed that the ipg was damaged due to the diathermy. The patient underwent an ipg replacement procedure and was doing well post-operatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was experiencing difficulty charging her ipg and it would not communicate with the remote control. The patient had recently undergone a non-device related surgery where diathermy had been used. The physician assessed that the ipg was damaged due to the diathermy. The patient underwent an ipg replacement procedure and was doing well post-operatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).